Manufacturer narrative:
Device return evaluation was completed . The complaint was confirmed. Technical evaluation has identified the specified fault customer reported. The faulty video cable has caused the image problem reported. Additionally, device coupler locking mechanism found defective and needs to be replaced. Service noted that this product was placed in service in january 2017. Previously, it had been returned to service repair for repair in december 2021 (not in february 2022 as the user claimed) for an image problem requiring the replacement of the ccd unit. Cable issue was not identified at that time of the service. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request stated that the equipment does not work anymore. There is no image on the screen . The issue found during an unknown event.customer stated that they replaced the device with another camera which works on the same processor. Customer sent the device for repair and evaluation as it was suspected to be defective. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely no image displayed on the screen was caused by broken cable. The cause of faulty cable could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿olympus will continue to monitor field performance for this device.